Manufacturer narrative:
The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is received, a follow up report will be submitted with the investigation results.

Event description:
The complaint is reported as: the clinician was attempting to intubate a patient and the blade light pipe completely broke which resulted in a disruption of light transmission. The pipe bundle broke in the curve as the bundle was leaving the base of the blade. There was no report of broken pieces of plastic entering the patient's mouth. The clinician replaced the broken blade with another functioning blade. There was no patient harm reported.